Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the paxgene® blood rna tube broke after use when removing them from the "-80" freezer. The following information was provided by the initial reporter: "we had tube breakage with the blood rna tubes when taking them out of -80 freezer.". "I do not have the lot number and there was no exposure, just lost specimen.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the paxgene® blood rna tube broke after use when removing them from the "-80" freezer. The following information was provided by the initial reporter: "we had tube breakage with the blood rna tubes when taking them out of -80 freezer." "I do not have the lot number and there was no exposure, just lost specimen."